Event description:
It was reported that the patient had complaints of black tarry stool on (B)(6) 2022. Antiplatelet and anticoagulants were held for 3 days to see if there was an improvement. Warfarin was resumed after 3 days and the patient was brought to the clinic on (B)(6) 2022 where they were cleared to restart the antiplatelet drug. The source of bleeding was presumed to be the upper gastrointestinal (gi) tract but had not been confirmed as of (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information: it was reported the plan was to continue monitoring the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.